Event description:
Affiliate reported that the shunt could not be programmed directly after mrt, which resulted in a second surgery to change the shunt.

Manufacturer narrative:
It is not clear at this point if the device and/or lot info is available. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot info does become available, and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.